Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. Blood was noted inside the iab. The iab was removed and another was inserted into the pt. (Multiple event to initial customer complaint number 97-00833) (event complications:unknown- reported 7/18/97.) (Pt's current status: stable- rpt'd 7/18/97.)